Event description:
This was a critically ill patient who required a right femoral artery exploration with a fogarty balloon thrombectomy superficial femoral and popliteal arteries. At one point in this complex procedure, whereby multiple catheters and guidewires were used, it was necessary to use a 3.2 fr ensnare to successfully remove from the distal popliteal artery a broken tip of the sv 5 018 wire. There was no harm to the patient.